Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the surgery, the ¿+¿ knob of the steerable guide catheter (sgc) was unable to be used normally, and repeated testing continued to fail. The physician decided to replace it with another sgc and continued the surgery. One clip was implanted reducing mr to <1. Upon device return and analysis, it was found that there was a cable break.

Manufacturer narrative:
All available information was investigated. Returned device analysis confirmed the reported cable break and inability to curve. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the cable break or inability to curve. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The observed broken cable was sent to materials characterization lab (mcl) for scanning electron microscopic (sem) analysis. Based on available information, the reported inability to curve appears to be a cascading event of the broken cable. The reported broken cable was determined to be a potential product quality issue. Abbott will continue to trend the performance of these devices.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. During the surgery, the ¿+¿ knob of the steerable guide catheter (sgc) was unable to be used normally, and repeated testing continued to fail. The physician decided to replace it with another sgc and continued the surgery. One clip was implanted reducing mr to <1. Upon device return and analysis, it was found that there was a cable break.